Event description:
It was reported that the patient presented in the clinic due to red and leaky device pocket. To resolve this issue, the patient went through a surgical procedure on (B)(6) 2025, to remove the implantable cardioverter defibrillator (ICD), right atrial lead, right ventricular lead and left ventricular lead. The patient was in stable condition.

Manufacturer narrative:
The device was received for analysis due to complaint of infection. Final analysis did not find any anomalies. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.